Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 28, 2020 - january 30, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse during patient infusion. The device had been filled with 3950mg 5-fluorouracil in 115ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.